Event description:
It was reported that during the femoral pta / stenting treatment procedure, the symmetry stiff shaft 6.0 - 4/4t/135 balloon separated from the catheter shaft. An unspecified type of stent was deployed at the target lesion. Following post dilatation using the symmetry balloon, the balloon became stuck on the stent and detached from the catheter inside the patient's body. The retained balloon was anchored to the vessel wall with another stent. Additionally, the tip of the catheter came off of the balloon and embolized down the leg. No additional information is available regarding this event.